Event description:
The sales representative reported on behalf of the customer, that the ias12-120lpi, airseal 12/120mm lpi port was being used on (B)(6) 2024 during a prostatectomy procedure when it was reported ¿the blue plastic valves on the white sound cap for the 12mm airseal access port broke off and fell through the cannula into the patient's abdomen. It was removed from the patient's abdominal cavity and the procedure was completed without issue.¿ there was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. Use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Only surgical hand instruments should be passed down the airseal access port. Do not insert trocars or robotic instruments down the airseal access port. Improper use can result in damage to or breakage of the access port. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the ias12-120lpi, airseal 12/120mm lpi port was being used on (B)(6) 2024 during a prostatectomy procedure when it was reported ¿the blue plastic valves on the white sound cap for the 12mm airseal access port broke off and fell through the cannula into the patient's abdomen. It was removed from the patient's abdominal cavity and the procedure was completed without issue.¿. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.